Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-04856. It was reported that during a permanent implant procedure on (B)(6) 2019, two 3186 leads could not be placed due to patient anatomy. As a result, the procedure was abandoned.